Manufacturer narrative:
The reported patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the root cause for the reported heart block . Surgical intervention was as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a flexnav delivery system. Baseline was sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. At 80% deployment, the patient developed complete heart block. After successful implantation of the navitor at a depth of non-coronary cusp (ncc) 5mm and left coronary cusp (lcc) 6mm, a permanent pacemaker was immediately implanted. Patient was reported to be stable.